Event description:
Olympus was informed that during a laparoscopy-assisted vaginal hysterectomy procedure, a probe damage error was displayed. Shortly after the error message was received, it was noted that the teflon pad melted and metal was exposed. There was no patient injury reported. The procedure was successfully completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, this type of teflon pad damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. If additional information or if the device is received at a later time, this report will be supplemented.